Event description:
(B)(6) 2015 received explanted lead from st. Jude medical. No explant information provided. Investigational letters sent to implanting physician and center. Following physician information not available.